Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of an emergency room visit for high blood glucose level of 400mg/dl. The customer had symptoms such as headaches and nausea and treated with a bolus. Troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for furthur troubleshooting.